Event description:
It was reported that pump experienced malfunction alarm, identified by caller without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm appeared again, which caller acknowledged and understood.